Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the pump was losing signal to the transmitter, and that sensor glucose and blood glucose readings were not as accurate. The customer mentioned that the clip rail was broken on the pump. The customer had received random insulin flow block alarms, button errors, and multiple sensor update alerts, which resulted in a sensor change. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7841zn, mmt-332a, and mmt-213a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the loss of communication, sensor glucose vs blood glucose, cosmetic damage, and change sensor. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-7040a, mmt-7841zn, mmt-332a, and mmt-213a.